Event description:
It was reported when using the pyxis medstation es system that it had a matrix drawer failure, unable to open. The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was found on the control board with liquid damage and a faulty drawer sensor. The field service engineer replaced the drawer sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.